Event description:
Patient was side lying on left side for prostate biopsy using exactvue machine. During the procedure, about halfway through, when pressing the button to trigger the gun, the button cracked and flew across the room. Biopsy sample still obtained, however unable to activate gun again. Gun disposed of and placed in bin with other faulty guns and new biopsy gun utilized to finish procedure.